Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: issue 1: ¿the crank is not holding position on the satellite cart¿. Investigation #1: device log files were reviewed for this event. The field service engineer (fse) was able to replicate the reported issue. During the assessment, the fse identified the transfer mechanism was drifting downward at highest position. As a resolution, the faulty sat cart was replaced with a new one and the system performing to the specification. The probable cause of the reported issue can be linked to premature wear. Issue 2: ¿the doctor noted that the anterior and anterior chamfer cuts were off¿ investigation #2 : it was further determined that with the available information and the allegation of a cut being inaccurate a single root cause could not be established. It is important to note that 2mm or less accuracy is considered within the expectations for system performance based on data gathered in the validation process. It was found that the 1mm cuts were off using the logs, the measured values of this complaint are within the expectations of system performance. The system is performing as intended and therefore a root cause cannot be determined with a single assignable cause. The investigation found no issues or defects, and the system was operating properly and accurately. Therefore, the most probable cause for the described issue cannot be established as no defect was found.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a total knee arthroplasty (tka) surgical procedure it was determined that the crank was not holding position on the velys satellite station cart when used with the velys base station. The surgeon noted that during femur cuts, the anterior and anterior chamfer cuts were off. It was reported that the surgeon manually adjusted the cuts and there was no additional impact to the patient. It was reported that the robot was not mounted to bed. There were no adverse consequences to the patient. No additional information could be provided.